Event description:
It was reported the customer was hospitalized due to diabetic ketoacidosis. Blood glucose was over 400 mg/dl. Symptoms customer was throwing up. Customer's mother stated it was a low 400 mg/dl. Customer's mother did not recall any significant events which may have caused the high. Customer was disconnected from the device. Drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Device had alarmed low reservoir twice. Customer attempted to treat with bolus. High pressure test was performed and device passed. Customer's mother was advised the device was working as designed and informed to do a complete set change. Infusion set was removed and thrown away at the hospital, so it was unknown if the cannula was bent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.